Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a primary plumset that was reported to leak by the filter during/after an infusion of taxol-taxotere and immunotherapy. This resulted in a loss of chemotherapy, and exposure of the employee to chemotherapy. There was patient involvement and no harm reported. This report reflects the first of five events reported.